Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 96 syringe 30ml ll bns experienced light scale markings which were noted prior to use. The following information was provided by the initial reporter: material no: 301033, batch no: 9085618. Description: during production 96pcs found with scale defect and rejected.

Manufacturer narrative:
Investigation: one (1) photo was provided by the customer for investigation. The photo shows multiple syringes in a row. All the barrels in the photo have print missing. The area of missing print is at different locations on the syringes. A smudge on the print or smeared print could be caused by the following causes: potentially a worn pad and low pressure. Swelling printer pad. Outfeed chain or printer out of time due to jam. Print damage could also be caused by a barrel or plunger rod getting caught in the machinery and making contact with syringes as they are being processed. Device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued.

Event description:
It was reported that 96 syringe 30ml ll bns experienced light scale markings which were noted prior to use. The following information was provided by the initial reporter: material no: 301033. Batch no: 9085618. Description: during production 96pcs found with scale defect and rejected.